Event description:
It was reported that the housing of a half day infusor was found broken when the unit was being taken out from storage. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Device was filled with narcotic solution so the sample is not available for evaluation. The sample was not returned for evaluation; therefore, a device analysis could not be performed.